Event description:
It was reported that, during attempted implant, the patient's left ventricular (lv) lead was "too floppy" and dislodged several times. The lv lead was removed and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.